Event description:
It was reported that a small volume multirate infusor leaked. The event was further described as "a yellow colored leakage was evident of the mixture contained in the elastomer", wetting the patient. This was noticed after approximately 30 minutes of patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.